Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device entered into safety mode. The patient experienced several pauses in pacing and passed out every few minutes. The device was recommended to be replaced urgently. No additional adverse patient effects were reported.